Manufacturer narrative:
Section h10 of the supplemental medwatch report indicated: the clinical review of the downloaded electronic patient records will be performed. Section h10 of the supplemental medwatch report should indicate: the clinical review of the downloaded electronic patient records was performed and it was concluded that the device did not contributed to the patient outcome. It was confirmed that the device was configured to give pre-shock CPR for 15 seconds before shock is delivered. The device operated as intended. A cause of the reported issue was determined to be due to user error. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device failed to detect shockable rhythm during intervention on a patient. The patient did not survive reported event. The customer is not able to answer if the device contributed to the patient outcome or not.

Manufacturer narrative:
Section executive summary of initial MDR indicates: a customer contacted physio-control to report that their device failed to detect shockable rhythm during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported. Section executive summary of initial MDR should indicate: a customer contacted physio-control to report that their device failed to detect shockable rhythm during intervention on a patient. The patient did not survive reported event. The customer is not able to answer if the device contributed to the patient outcome or not. Section additional mfg narrative of initial MDR indicates: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Section additional mfg narrative of initial MDR should indicate: physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. The clinical review of the downloaded electronic patient records will be performed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device failed to detect shockable rhythm during intervention on a patient. The patient did not survive reported event. The customer is not able to answer if the device contributed to the patient outcome or not.

Manufacturer narrative:
(B)(6). Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device failed to detect shockable rhythm during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.